Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the outer insulation at 10.6 cm to 11.0 cm from the connector pin and exposing the outer coil proximal to the suture sleeve tie impression. The cause of external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.